Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The reported device was investigated at the hospital by our field service engineer (fse). According to the received information, the device logs were not possible to download, furthermore, the technician also tried to update the system software, this despite the generated alarm. Our recommendation was to follow the remedy from the device service manual, which is to replace the dc/dc standard connectors pc board. No further updates have been provided regarding the reported issue, no parts have been returned for technical investigation. The cause of the reported issue cannot be established without an investigation of the replaced part or device logs, the problem description only is not enough to establish the root cause.

Event description:
Manufacturer ref.#: (B)(4).